Manufacturer narrative:
(B)(4). Additional information was received that the patient¿s ipg would not turn on or charge after it was damaged in a car accident. The patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent an ipg revision procedure for unknown reason.

Manufacturer narrative:
.

Event description:
A report was received that the patient underwent an ipg revision procedure for unknown reason.